Manufacturer narrative:
The lot number was provided, therefore a lot history review was performed. The sample was not returned for evaluation and the investigation is inconclusive for balloon rupture. The definitive root cause could not be determined based upon available information. The device was labeled for single use.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model u415034rx pta balloon dilatation catheter allegedly experienced balloon rupture. This information was received from one source. This malfunction involved one patient with no consequences. The male patient's age and weight was not provided.